Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 60.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink. If the device is forcefully advancing against resistance or at extreme angles, damage such a kink may occur. During functional testing, the returned jet7 was able to advance through a demonstration neuron max without an issue. The non-penumbra balloon guide catheter identified in the complaint was not returned; therefore, the root cause of the reported resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while attempting to advance the penumbra system jet 7 reperfusion catheter (jet7) through a non-penumbra balloon guide catheter, the physician experienced resistance, and the jet7 would not advance more than one-third into the balloon guide catheter. It was reported that the jet7 kinked approximately one-third from the distal tip. Therefore, the jet7 and balloon guide catheter were removed. The procedure was completed using another jet7 and a neuron max 6f 088 long sheath (neuron max). There was no report of an adverse effect to the patient.